Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing revealed that the keypad did not work. The cause of the condition was determined to be a disconnected cable cn601. To correct the condition, the cable was reconnected. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. There was no patient involvement. No additional information is available.